Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the introducer was unable to pump back. The introducer was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.